Event description:
Customer stated that on (B)(6) 2013, an issue was observed with the cardinal health oxygen mask 001240 lot 000493387. There is no opening for oxygen to go through when the mask is set at 50% adapter where the line connects to the venturi adapter. Customer is in the process of pulling all of the masks to check their patency on all settings. Samples will be returned for evaluation. Customer stated that there was no lasting patient harm. Additional information was received from the customer on (B)(6) 2013: the ,50 venti mask was set up on a patient when the therapist recognized there was no flow coming out. It was recognized that there was no patency in the .50 venti clip. The therapist recognized the issue immediately. The hospital staff pulled all the product from their shelves and stock and no longer wishes to use this product. There remains 5 cases of product in their department with two separate lot numbers. No additional information is available at this time.

Manufacturer narrative:
(B)(4) - device is in the process of being sent to manufacturing plant. Upon completion of carefusion's investigation, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4):carefusion received facility medwatch on (B)(4) 2013. The following information was provided, "the 50% fio2 adapter piece of the oxygen kit did not allow for oxygen to flow through and the patient desaturated. No patient harm but the respiratory tech discovered that there is no hole in that piece. All other pieces are fine. Multiple failures have been found in this one lot." Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Upon visual inspection, we confirmed the 50% venti adapter to be occluded. The adapter is a supplied component to carefusion. The supplier that manufactures this part was notified of the defect. A project initiation was requested to the supplier by carefusion to determine the root cause for the adapter being occluded. In addition, carefusion plans to implement additional quality inspections at the assembly line process in order to immediately detect this type of failure if it were to recur.